Event description:
It was reported by service report that the head and foot-end were stuck in mid-height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head and foot-end stuck at mid height. The bed is not repaired yet, as part were ordered. A f/u will be submitted after repair is done, and investigation is concluded.